Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The reported patient effect of embolism is listed in the emboshield nav6 instructions for use, as a known potential adverse event associated with carotid stents and embolic protection systems. The emboshield nav6 instructions for use, states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Based on the reported information, exchanging the provided barewire filter delivery wire for the viper wire prevented the ability to retrieve the filter, causing the filter to dislodge from the viper wire resulting in unexpected medical intervention to retrieve the filter via snare device. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the distal end of the wire during filter retrieval. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the superficial femoral artery (sfa). The emboshield nav 6 was advanced over a .017 viper guidewire to the lesion and deployed successfully. After the procedure was completed, the deployed filter was attempted to be retrieved with a non-abbott multi-purpose catheter; however, the filter became dislodged and embolized in the proximal sfa. The dislodged filter was successfully removed from the sfa with a snare device and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.